Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code 41541. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to latch lock optic flex sensor. As a result, the latch lock optic flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the device had error 4141 during testing. There was no patient involvement/no harm reported. Evaluation of the returned device confirmed the reported issue through event log.